Manufacturer narrative:
An event regarding alleged pain, patient factors, and fractured cable involving a dall miles cable was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the operative reports, office notes, x-rays by the consulting clinician indicated "there is no examination of explanted components and no bacterial culture confirming an organism which may have been masked by pre-operative intravenous antibiotics. Pre­ operative sed rate and benign x-rays and frozen sections do not confirm sepsis. There is no documentation of recurrent drainage·or "ion concentrations in the thousands" as noted in the operative report of may 20, 2014. Evaluation of hip pain is difficult in the multiple emergency room visits of this narcotic dependant, non-compliant patient. Based on the available medical records there is no convincing evidence in operative reports or radiology reports that there are any factors of implant design, manufacturing or materials of the revision components (the only stryker components) that were responsible for this complicated clinical picture." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of the operative reports, office notes, x-rays by the consulting clinician indicated "there is no examination of explanted components and no bacterial culture confirming an organism which may have been masked by pre-operative intravenous antibiotics. Pre­ operative sed rate and benign x-rays and frozen sections do not confirm sepsis. There is no documentation of recurrent drainage·or "ion concentrations in the thousands" as noted in the operative report of may 20, 2014. Evaluation of hip pain is difficult in the multiple emergency room visits of this narcotic dependant, non-compliant patient. Based on the available medical records there is no convincing evidence in operative reports or radiology reports that there are any factors of implant design, manufacturing or materials of the revision components (the only stryker components) that were responsible for this complicated clinical picture." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2015. Patient fell from a ladder and had pain on the right hip. The x-ray was unchanged. On (B)(6) 2015 a left groin pelvic abscess was noted, along with "prior abscess to axilla". The patient had multiple visits through (B)(6) 2016 for shortness of breath, an old myocardial infarction, chronic obstructive pulmonary disease, kidney disease, chronic narcotic maintenance, with all of these visits showing no acute x-ray changes of the right hip. An x-ray report on (B)(6) 2016 showed a fracture of the proximal trochanteric cable and retained cement that is 2.5 centimeters in length, and 4 centimeters distal to the stem tip.

Manufacturer narrative:
The following devices were also listed in this report: 2.0 mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot# 50173809; 2.0 mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot# 50173809; 2.0 mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot# 50177401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 01-dec-2014 with no reported discrepancies. There has been no other event reported for the manufacturing lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2015. Patient fell from a ladder and had pain on the right hip. The x-ray was unchanged. On (B)(6) 2015 a left groin pelvic abscess was noted, along with "prior abscess to axilla". The patient had multiple visits through (B)(6) 2016 for shortness of breath, an old myocardial infarction, chronic obstructive pulmonary disease, kidney disease, chronic narcotic maintenance, with all of these visits showing no acute x-ray changes of the right hip. An x-ray report on (B)(6) 2016 showed a fracture of the proximal trochanteric cable and retained cement that is 2.5 centimeters in length, and 4 centimeters distal to the stem tip.